Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was an open wound, not infected, and the patient wanted the device out. The patient recovered without sequela following the device removal. Add'l info has been requested, but was not available as of the date of this report.